Event description:
It was reported that the device had a crack in the tubing and the blood could not be transfused into the pt. Approx 600cc blood was discarded. No pre-donated blood was given. There was no pt/user injury reported and no medical intervention was required.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.